Event description:
The customer reported the ventilator shut down during normal ventilation operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history indicated a ventilator restart occurrence. The service engineer replaced the cpu and main pcb boards as a precaution to address the finding. Applicable final testing was completed and passed to operating specifications.